Manufacturer narrative:
Additional information: the device was received with battery voltage in normal range. Electrical and mechanical tests indicated normal device functionality. Output verification and crosstalk tests in saline solution were performed with normal results. There were no device anomalies found that would have contributed to the noise issues reported from the field. Despite extensive efforts, the output noise could not be reproduced in the lab. Longevity assessment was performed and device was in the normal range of operation with appropriate remaining longevity. The reported event of ventricular noise was not confirmed.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During a follow-up in clinic, noise resulting in oversensing was observed on the right ventricular (rv) channel. The noise was able to be reproduced in clinic via movement of the device in the pocket. The device was explanted and replaced, and following the replacement there was no longer noise present. The patient was stable following the procedure with no consequences.